Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy and the event of hypoxic respiratory failure with intubation secondary to pulmonary edema in which ineffective pd therapy is the suspected contributing factor. It was not documented whether or not the ineffective pd therapy started occurring prior to the hospitalization or if any fresenius products were utilized, however, the patient was required to transition to hd in order to remove excess fluid. It was suspected that the patient had increased transport through the membrane which resulted in the inadequate removal of fluid during pd therapy. Based on available information a definitive cause of the pulmonary edema cannot be concluded. There is no relationship between pd therapy and the patient¿s diagnosis of brain hemorrhage. The patient has a history of stroke with underlying pre-existing cardiac issues. There is no report of a machine malfunction in regards to the liberty select cycler. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) reported that this male patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized on (B)(6) 2018 for altered mental status and possible brain bleed. It was reported that the patient was not completing a treatment at the time of the event and that the patient has a history of brain bleed. The patient was currently in the intensive care unit (ICU). The patient was admitted on (B)(6) 2018 and diagnosed with a 3.1cm right temporoparietal intraparenchymal hematoma resulting in global aphasia. A review of the head magnetic resonance imaging (MRI) revealed prior strokes. The patient was intubated for hypoxia (unknown o2 sat values) and increased work of breathing secondary to pulmonary edema. The patient had been having fluid retention with pd therapy which contributed to the pulmonary edema. This possibly signified that the patient was having increased transport through membrane which resulted in an inadequate amount of fluid being removed during pd therapy. It is unknown if this issue occurred prior to hospitalization or during hospitalization. The patient was then moved to the medical ICU and on (B)(6) 2018 a tunneled dialysis catheter (tdc) (not a fresenius product) was placed for aggressive hemodialysis (hd) to begin. Hd was started and 3l was removed from the patient. It was suggested that the pd catheter (not a fresenius product) be removed in an outpatient setting in the future. Daily chest xrays showed the pulmonary edema was improving and the patient was extubated on (B)(6) 2018. The patient was not surgically treated for the intracerebellar hemorrhage but received aggressive blood pressure control to keep his systolic blood pressure <140 mm hg with as needed medication hydralazine (route, dose, and duration unknown). The patient continues to be hospitalized and remained in the medical ICU as of this investigation.